Manufacturer narrative:
Per the clinic, it was reported that the patient was placed on oral antibiotics on (B)(6) 2017, for a duration 20 days, twice daily. Prior to the patient's current infection, the patient underwent a scar excision procedure performed on (B)(6) 2016. On (B)(6) 2016, the patient presented to clinic with an abscess at the suture site. Cultures yielded an mrsa infection and the patient was placed on topical antibiotics. On (B)(6) 2017, the patient underwent an additional procedure in order to excise skin at the abutment site. This report is submitted october 20, 2017.

Manufacturer narrative:
Correction: the previous MDR submitted on october 20,2017 was filed incorrectly. The report should have been follow up number "1" instead of "2".

Manufacturer narrative:
Additional information regarding treatment of the patient was requested; however, not made available as of the date of this report. Should additional information be received, a supplementary report shall be submitted. This report is submitted on september 20, 2017, (B)(4).

Event description:
Per the clinic, the patient experienced chronic infection with skin overgrowth at the abutment site.